Manufacturer narrative:
Investigation: the customer reviewed their sops and performed a process audit to ensure compliance with the sop and manufacturer's instructions. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported an operator needle stick injury that occurred when the needle was removed after the donation. The needle got stuck in the needle guard and did not retract fully into the needle guard. First aid, follow-up testing, and blood exposure work-up were given tothe operator. Patient (operator) information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to device malfunction that has the potential for death or injury ifthe same failure were to recur.